Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)). The incident involved a (B)(6) pt. During the infusion therapy and administration of anesthetic drug for surgical procedure of cystectomy, the device got disconnected and caused leakage of blood and missing infusion of anesthetic drug with consequent intraoperative awakening. (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm lab in (B)(4) for investigation. A f/u report will be provided when the investigation results become available.